Event description:
Customer claims she was using the instant cold pack that was given to her husband by a dr on her back and claims that all of a sudden her back was bothering her. When she took the pack off her back, it was inflamed. Another doctor in the practice prescribed silvadene for the burn, then she started to blister. She went to her family doctor who told her, she had 2nd degree chemical burns and gave her a tetanus shot.

Manufacturer narrative:
The pack involved in incident was not returned to hospital marketing for evaluation. Thus, not able to determine if product seal failed or if there was a pinhole or tear in the pack.